Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure.  According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra-pericardial pressure, which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic, it can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv patients, it may be caused by guide wire perforations or annular ruptures. In transapical patients, post-operative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Per the reporter, the roof of the atrium tore, presumably from the movement of the calcified mitral and aortic structures and the friable state of the annular tissue, resulting the pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a ...

Event description:
As reported by our affiliates in (B)(4), the 26mm sapien 3 valve was implanted by tf approach in aortic position as planned. Post deployment, a drop in pressure was noted and an effusion was identified, however, origin could not be established. The effusion was tapped whilst heparin was reversed, blood and platelets were given. The effusion did not diminish and the patient needed to be taken to surgery to resolve. The patient was stable post procedure. The sizing and placement of valve was considered correct. It was established that the roof of the atrium tore, presumably from the movement of the calcified mitral and aortic structures and the friable state of the annular tissue. No annular, aortic or ventricular issues were noted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.